Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer had high blood glucose of 233 mg/dl and he used pens to correct. Caller stated that the customer's insulin pump drive support cap was sticking out, it was alarming motor error and customer was not able to rewind. Advice the customer to discontinue use of the insulin pump, revert to a back-up plan per doctor instruction and asked to returned unit for analysis.